Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the device was turned back on after an unrelated MRI of the head and the settings were not correct. It was reported the patient was all of a sudden going and should not be. The caller stated that it was happening in the middle of the night and that they don¿t know its happening and then their pants are full. The caller also stated they had no control and that the patient did not feel the stimulation which began a few weeks ago. The caller mentioned brand new batteries were just put in the patient programmer and on the call they were able to sync with the programmer which showed the stimulation was on, with the patient being on program 2 at 2.0. The caller increased the stimulation on p2 to 3.0v and the patient was able to feel stimulation in the correct bike seat area. The patient was advised to follow up with their health care physician (hcp) if the problem doesn¿t resolve. The caller stated the ins was originally implanted for the bladder but that it helps for the bowel as well. The patient called back later in the day to report the same issue and stated they had constant bowel movements and that it had not gotten better. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that after being taken to the hospital for other problems, the patient was ordered to do an MRI and the device had to be turned off; it had not been effective since. The patient talked with their manufacturer representative and reset the stimulation but it still was not giving a signal. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the cause was that he device was turned off for an imaging study. It was reported that the device was turned back on. No further complications reported/anticipated.